Event description:
It was reported that the lead was explanted due to a suspected break within the svc coil. The asymptomatic patient presented with high pacing lead impedance and low hv lead impedance. During explant, externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 38.8-39.0cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.